Event description:
In the middle of the septoplasty the peak airway pressures increased significantly and tidal volumes decreased. Ventilator was placed on pressure control with the same results, pt was not light under anesthesia with et sevo 2.2 and pt was not fighting the ventilator. Upon inspection it was noted that a severe kink was distal to the teeth at approximately 26 cm on the ett. Once the kink was lifted the airway pressure and tidal volumes returned to normal. Approximately 10 minutes before the end of the case the tidal volumes dropped to less than 100 ml and the airway pressures were fluctuating between high and low. Upon lifting the drapes to inspect a heavy anesthetic gas smell was noted and I could hear a leak in the ett at the sight of the kink. If we had not been at the end of the surgical procedure, we would have had to reintubate. Although at that time we couldn't ventilate properly, the patient's vital signs all remained stable and there were no adverse events. FDA safety report ID # (B)(4).